Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer declined the offer by tandem technical support to troubleshoot to determine a possible cause of the occlusion. Although it could not be confirmed, the customer believed that the occlusions were most likely due to the infusion tubing being wound up.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.